Event description:
Reportable based on device analysis completed on (B)(4) 2014. An 8mm x 20cm interlock¿ was selected to treat the target lesion located at the renal arteriovenous malformation. During procedure, the coil was noted to have unwound and stretched out when pulled back. Procedure was completed with a different device. No patient complications were reported and patient's status is fine. However, device analysis revealed that the number of proximal fiber bundles was below the assigned specification.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A pusher wire and a coil were returned interlocked inside an introducer sheath. The coil was advanced through the introducer sheath with no resistance encountered. The main coil was found to be kinked and severely stretched. The introducer sheath and pusher wire were found to be kinked. The number of proximal fiber bundles was below the assigned specification. There were only 2 fibre bundles present. Microscopic inspection revealed no damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).